Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen, bupivacaine, and morphine drug via an implantable pump. The healthcare provider (hcp) reported motor stall alarm with no recovery. The patient did not have magnetic resonance imaging (MRI). The hcp did not want to provide patient information based on basic home infusion patient privacy policy.

Event description:
Additional information was provided from a healthcare provider stated that the pump never recovered, resulting in the patient being hospitalized due withdrawal. The pump was removed. The cause of the motor stall was unknown. Although the patient was later discharged, they were unable to recall the date of the event. Additionally, the healthcare provider could remember the physician who performed the pump removal.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.